Manufacturer narrative:
Analysis confirmed the customer's comment that the external pulse generator was scratched. However it was noted that the hanger assembly was broken, capacitor c277 on the main printed circuit board (pcb) was damaged. The main seal and display wire were pinched with wire insulation exposed. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a large scratch on the lower part of the display of the external pulse generator (epg). The device was returned for repair. There was no patient involvement.